Event description:
A caller reported an alarm indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a series of steps to address the occlusion, including disconnecting tubing and delivering boluses. Despite recurring alarms, these actions were completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.